Event description:
Healthcare professional reported "left side deflation". Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the device and delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure)

Event description:
Healthcare professional reported "left side deflation". The has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.